Event description:
It was reported that the patient "could not stop" urinating. The patient urinated three to four times a night and "frequently" during the day. The patient had had urinary tract infections (uti) "off and on" since the implant. The patient began antibiotic treatment on (B)(6) 2012 for another uti which caused her to have urinary frequency. The week prior to the report, the patient saw her health care provider (hcp) and did not have a uti at that time, but continued to experience the urinary frequency. The patient stated her urinary frequency seemed to "get better and then worse" and wanted to adjust her stimulation. Program four gave the patient bowel issues and constipation, so she used program two. The patient increased stimulation from 1.10 volts to 1.15 volts and wanted to see if that helped her symptoms. The patient was able to feel stimulation in her pelvic floor area, but the sensation would "come and go." The patient was to schedule a visit with her hcp if the new settings did not help. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient no longer had concerns about their device or therapy. No further information was provided.

Manufacturer narrative:
Product ID, 3093-28 lot# v833301, implanted: 2012 (B)(6), product type lead. (B)(4).